Event description:
It was reported two months later that the patient was having a revision on (B)(6) 2014 on her leads because impedances showed everything greater than 40,000ohms. It was noted that the stimulation randomly changed in october, nothing prompted it; sudden loss of stimulation/therapeutic effect. Less than 50% therapy relief was reported at the lead location. The patient requested surgical intervention. At the time of surgical intervention, all electrodes were greater than 10,000. It was confirmed that the revision was successful, the leads were replaced. No lead fractures were visible. The patient was fine and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of lead model 3778-60 serial # (B)(4) showed that conductors 1, 2, and 4 to 7 were broken (in the body of the lead) 18.5 cm as measured from the distal end. The outer insulation was intact. Open circuits were observed and no short between circuits were seen. Analysis of lead model 3778-60 serial # (B)(4) showed that conductors 1, 2, and 4 to 7 were broken (in the body of the lead) 20.3 cm as measured from the distal end. The outer insulation was intact. Open circuits were observed and no short between circuits were seen. Analysis of both returned anchor accessories model 3550-39 showed no significant anomalies. (B)(4).

Event description:
Additional information received reported that x-rays had not been taken. The non-functional leads had been discovered on impedance check. It was noted that the patient would eventually be scheduled for a lead revision and that an implanting physician was being sought. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n369628, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that readings of greater than 10,000 ohms were seen when tested at 0.7 volts. It was reported that the manufacturer¿s representative was reading greater than 20,000 ohms when impedances were tested at 1.5 volts. The manufacturer¿s representative states that the patient was programmed with a voltage of 8.0 volts and doesn¿t feel stimulation. The stimulation was reported to be ¿sporadic¿. The patient reported to the manufacturer¿s representative that they are feeling intermittent stimulation. Stimulation was reported to come and go. Shocking feeling was reported in the paresthesia area by the patient. The patient doesn¿t turn stimulation off so it is unknown if it goes away when stimulation is off. It was reported that the issue has been going on for about a month. No known trauma/falls were reported by the patient when asked by the manufacturer¿s representative. The patient was referred to get an x-ray in which the manufacturer¿s representative will follow up once results come back. A loss of therapeutic effect was reported. The patient lost therapy about 1 month ago with no reports of fall or trauma that the patient can recall. Nothing unusual happened when the patient lost therapy. Impedances were tested at 3 volts. Referencing electrode 0; electrode 6, 8, and 11 showed 1274 ohms, 1168 ohms, and 2127 ohms respectively. Referencing electrode 6; electrode 0 and 8 showed 1274 ohms and 906 ohms respectively. Referencing electrode 8; electrode 0 and 6 showed 1168 ohms and 906 ohms respectively. With electrode 11 as a reference, electrode 0 showed 2127 ohms. All contacts showed greater than 40,000 ohms with electrodes 1, 2, 4, 5, 7, 9, 10, 12, 13, 14, and 15 being used as reference. The manufacturer¿s representative reported that the patient is programmed with 3 groups. Group a is programmed using 8+, 9-, 10-, 11+. Group b is programmed using 10-, 11-, 13+, 14+, 15+ and group d is programmed using 2+, 3+, 5+, 13-. The manufacturer¿s reports that initially the patient felt good coverage and is covering where the patient needs her pain but then the stimulation stopped when the patient moved. The implantable neurostimulator (ins) stopped working about a month ago, it screwed up. A company representative came in and ¿tested it and said 13 of 16 leads are not working.¿ there was a problem with the patient¿s leads. The patient was instructed by implanting doctor to see a different doctor, to implant a paddle lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.